Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2023-05024 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical japan evaluated the device and the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The user did not change lead ii to pads lead view. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.